Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose (bg) was impacted; however, a specific bg value was not provided. Customer administered manual injections to address impacted bg. The customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
Customer's wife picked him up, drove him home and administered a manual injection.